Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was cracked resulting in difficulties charging the pump. Additionally, it was reported that the pump touch screen was intermittently unresponsive. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. The customer's blood glucose was 276 mg/dl.